Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported air replacement was not available while performing a procedure. The product was replaced and the procedure was completed. There was no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. One 25+ga 20k cpm (cuts per minute) posterior procedure pak was returned and visually inspected. The sample was turbid in returned condition. The pos (position) 3 ID (identification) tab of the pinch plate was broken off. When the cassette was inserted into the console, the cassette was recognized as a posterior cassette by the console. The sample primed and passed intraocular pressure (iop) calibration successfully. However, during fluid air/exchange (fa/x) function, fluid (instead of air) flowed from the infusion cannula line. The broken ID tab caused the console not to toggle the fluid and air valve, which caused the valve on the lower pressure air source (lpas) port for the air source to remain in close position, while the valve in the fluid port was in the open position to allow fluid to flow during fa/x test. The root cause of the customer's complaint is related to an error in the molding process of the ID tabs to the pinch plate during manufacturing. The molding defect observed can result in unwanted stress on the ID tab during cassette ejection and can break off. After an investigation of this complaint, it has determined that no further actions will be pursued at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).